Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage on the distal tip or guidewire exit port assembly. The device has a kink in the imaging window. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter was stuck in lesion. The 90% stenosed target lesion was located at a severely calcified, 20mm in length and 2.25mm in diameter left anterior descending artery. During a procedure, an opticross¿ imaging catheter was used to visualize the lesion. However, upon usage, it was noticed that the opticross¿ was momentarily stuck in lesion. The physician was able to retract the opticross¿ with some resistance. After which, it was noticed that the tip was elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter was stuck in lesion. The 90% stenosed target lesion was located at a severely calcified, 20mm in length and 2.25mm in diameter left anterior descending artery. During a procedure, an opticross¿ imaging catheter was used to visualize the lesion. However, upon usage, it was noticed that the opticross¿ was momentarily stuck in lesion. The physician was able to retract the opticross¿ with some resistance. After which, it was noticed that the tip was elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.